Event description:
It was reported the patient is experiencing ineffective stimulation and would like to have the system explanted. The patient stated he does not want to undergo reprogramming. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.